Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm was damaged and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: on (B)(6) 2021. During angiography for patients with indwelling needle inspection. It was found that there was leakage at the ext. Tubing near the pinch clamp when injected normal saline and cause d re-puncture, the customer wants our company to pay attention to this issue and investigate the reasons and give a reply.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0322641. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Two photos were returned, the gauge was 22g, leakage of the extension tube at the sealing clip. No actual sample returned, the sealing clip size, appearance and extension tube damage status could not be confirmed, further analysis could not be done. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm was damaged and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: on (B)(6) 2021. During angiography for patients with indwelling needle inspection. It was found that there was leakage at the ext. Tubing near the pinch clamp when injected normal saline and cause d re-puncture, the customer wants our company to pay attention to this issue and investigate the reasons and give a reply.